Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated false high sodium (na), potassium (k), chloride (cl), calcium (calc), and/or carbon dioxide (co2) for multiple patient samples. This event occurred over the course of two days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013. The customer indicated that the dxc 800 pro instrument generated false high na, k, cl, co2 and/or calc on at least one patient sample. The results were not reported out of the laboratory. The sample was repeated on an alternate dxc instrument and those results were reported. There was no impact to patient treatment associated with this event.

Manufacturer narrative:
Quality control (qc) prior to and after the event was within laboratory established ranges. A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found that the ionized selective electrode (ise) buffer reagent draining back into the bottle which caused bubbles in line #23 during sample inject. The fse trimmed the ends of lines 13 and 24. Due to ongoing control imprecision, service returned on (B)(4) 2013 and cleaned the electrolyte injection cup (eic) and replaced the na reference electrode. Failure mode is unknown. Multiple parts were replaced and actions taken, any of which could have caused or contributed to the events. MDR 2050012-2013-00275 is associated with this event and documents the results obtained on (B)(6) 2013.